Event description:
The pump motor stalled on the date of this report at 14:29 due to an MRI. As of 16:51 the same day, the pump had not recovered. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).